Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ heavily calcification and severe vessel tortuosity). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ heavily calcification and severe vessel tortuosity). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that an attempt was made to implant one resolute integrity drug-eluting stent (2.25mmx 26mm lot# 0007303933) to a heavily calcified lesion in the lcx with severe vessel tortuosity. The device had been removed from the packaging, inspected and negative prep performed with no issues noted. The lesion was also pre-dilated. It was reported that resistance was encountered when advancing the device and it is unknown if excessive force was used. Reported that the stent struts lifted. The lesion was pre-dilated again and the physician then attempted to implant another resolute integrity drug-eluting stent (2.25mmx 26mm lot#0007441470) to same target lesion. Resistance was encountered when advancing the device and excessive force was used. The stent dislodged and was retrieved by snare but then lost outside the patient. Due to difficult lesion a guide liner was required to deliver stents. No patient injury or other clinical sequelae was reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. There were deformed and raised struts on the 7th distal segment and there were misaligned and raised struts on the 17th and 18th distal segments.